Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a lowest recorded value of 65 mg/dl, after which values trended upward following oral glucose tablet treatment; the event was attributed to possible maladaptation related to multiple pauses and a diet change. Symptoms included no reported clinical manifestations. Outcomes included recovery without escalation of care or hospitalization. Investigation included troubleshooting and education with the user regarding hypoglycemia management and device use. Investigation of this case revealed no device malfunction and suggested user adaptation factors as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.